Event description:
Reported received from the USA stating that an "oil substances was coming out of the end" ot the device. The device was being used during an "acustic" neuroma procedure. An oil like substances came out of the end and dripped into the wound. The doctor irrigated the wound with an antibiotic wash and was planning follow up with the pt to check if an infection happened. No other injuries were reported. There were no delays except changing out the drill. There was no additional info provide.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the testing revealed that there was no oil coming out of the end of the motor. The event was not confirmed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).